Event description:
On may 27th, the user contacted dario to report high blood glucose (bg) readings. The user reported that her dario meter showed high bg readings in the 200 mg/dl and 300 mg/dl range and that she was not feeling her usual self. Due to these high readings, the user went to the hospital where her bg level was tested with the hospital's meter and was found to read 120 mg/dl compared to a reading in the 200 mg/dl range on the user's dario meter. Following the above, dario's representative made multiple attempts to follow up with the user, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.